Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 210mg/dl. The customer states giving themselves a bolus and during programming, the act button would not respond. The customer states trying to troubleshoot by replacing the battery, but failed. The customer also mentions receiving and being unable to clear a battery out limit alarm. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with an intermittent button due to corroded keypad traces. The insulin pump was received with cracked case on the display window corner, cracked display window, minor scratches on display window, missing end cap sticker and stained back address/serial number label.